Event description:
It was reported by the customer that the solution wouldn't come out of needle when pushed. After replacing the syringe with no improvement, it was determined that the problem originated with the needle.

Manufacturer narrative:
1. Production process review: the production records for this batch were examined, and no abnormalities were found in the production process. There have been no changes in the raw materials or production methods. 2. Batch sample testing: 15 retained samples from this batch were selected for testing 1). Ten samples were tested for lumen patency according to the requirements of iso7864-2016, using a 0.35mm guide pin inserted into the needle tube. The guide pin was able to pass freely through each tube. 2). Five samples were used to simulate clinical use by performing liquid extraction and injection tests. The test results showed that all samples exhibited free flow with no blockages. 3. Cause analysis: it is possible that during clinical use of injection needles for preparing medication, debris from puncturing the rubber stopper clogs the needle tube. Our injection needle is primarily designed for subcutaneous injections in humans and is not recommended for directly drawing or adding medication. Since the defective needle was not returned, preliminary analysis suggests that the blockage in the needle lumen was likely caused by debris generated from puncturing the vial's stopper during liquid extraction in clinical settings. If clinical use requires drawing or mixing medication, it is recommended to use our dedicated medication mixing needle to effectively prevent debris formation.

Event description:
It was reported by the customer that the solution wouldn't come out of needle when pushed. After replacing the syringe with no improvement, it was determined that the problem originated with the needle.

Manufacturer narrative:
1. Production process review: the production records for this batch were examined, and no abnormalities were found in the production process. There have been no changes in the raw materials or production methods. 2. Batch sample testing: 15 retained samples from this batch were selected for testing 1). Ten samples were tested for lumen patency according to the requirements of iso7864-2016, using a 0.35mm stylet inserted into the needle tube. The stylet was able to pass freely through each tube. 2). Five samples were used to simulate clinical use by performing liquid extraction and injection tests. The test results showed that all samples exhibited free flow with no blockages. 3.sample testing: received 15 unopened samples with batch number ckdc12-01 and specification 22g*1 1/2 "(0.7mm * 38mm) from the customer on april 11, 2025. Relevant testing was conducted on the samples 1) inspection of the patency of the needle tube lumen: 5 needles were extracted and inserted into the needle tube lumen using a 0.35mm stylet according to the requirements of iso7864-2016 standard. The through needles were able to pass freely and fall off, and all samples were qualified after inspection. 2) simulated clinical use for liquid extraction and injection testing: connect the remaining 10 syringes to simulate clinical use for liquid extraction and injection testing. After testing, all were found to be unobstructed. Cause analysis: it is possible that during clinical use of hypodermic needles for preparing medication, debris from puncturing the rubber stopper clogs the needle tube. Our injection needle is primarily designed for subcutaneous injections in humans and is not recommended for directly drawing or adding medication. Since the defective needle was not returned, preliminary analysis suggests that the blockage in the needle lumen was likely caused by debris generated from puncturing the vial's stopper during liquid extraction in clinical settings. If clinical use requires drawing or mixing medication, it is recommended to use our dedicated medication mixing needle to effectively prevent debris formation.